Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of redz0617 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that customer noticed crack in white lumen of PICC line. Line is being removed from patient today (B)(6) 2020. No other information was provided.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged luer adapter was confirmed; however, the root cause was not identified. The product returned for evaluation was one 6fr t/lpowerpicc solo catheter. Usage residues were abundant throughout the sample and luer adapters were attached to all three luer adapters. A longitudinally aligned split was observed in the white luer extending from the orifice nearly to the ¿no CT¿ printing. Microscopic inspection of the split revealed a sharply defined granular fracture surface. The luer threads appeared unremarkable. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, leakage was observed emanating from the split in the luer. The abundant use residues indicated that the split occurred during device use; however, attempts to replicate the failure were unsuccessful which suggested that an additional unidentified factor(s) contributed. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include over-tightening of accessories on the luer adapter and environmental factors affecting material mechanical properties. A lot history review (lhr) of redz0617 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that customer noticed crack in white lumen of PICC line. Line is being removed from patient today (B)(6) 2020). No other information was provided.